Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The stent had detached from the balloon and was returned for analysis attached to a snare. A visual examination of the crimped stent found the stent damaged with struts distorted and stretched at both proximal and distal ends. The balloon cones were reviewed and it was noted that they appeared to be relaxed out of their folded position. The wings on the balloon body were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. Solidified media was noted inside the device which was left soaking in the waterbatch at 37°c. The balloon was inflated to nominal pressure (11atm) and subsequently to rated burst pressure (rbp 18atm) with no restrictions or leaks noted. No issues were observed with the balloon wall. No issues were observed with balloon and stent inflation or deflation at both the proximal and distal end of the balloon. The balloon deflated within 4 seconds as verified by stop clock. The inflation device was verified at 18 atmospheres (atm) before and after use with a calibrated pressure gauge. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination found the inner lumen damaged and stretched just proximal from the proximal bond. The outer extrusion, midshaft section and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact (B)(4).

Event description:
Same case as MDR ID 2134265-2016-11044. It was reported that a stent deployment issue occurred. The target lesion was located in the diagonal artery. An advantage balloon catheter inflation device was selected for use and an apex monorail balloon was advanced to the target lesion but did not fully inflate. The physician thought this was due to there not being enough contrast in the contrast/saline mixture. A 2.25x16mm promus premier¿ was then advanced to the target lesion. The delivery balloon did not completely inflate the stent although it was thought a certain atmosphere (atm) pressure was applied. The delivery system was taken out but the stent became stuck on the balloon. The stent was pulled back in the left main artery and was caught on the guide catheter. The stent came off the balloon. The stent went down into the circumflex artery where it was snared and successfully removed from the patient's body. It was then observed that the inflation device was not going down to zero but was stuck at 4 atm and not giving the correct pressure. The physician decided not to place another stent due to this event. There were no further patient complications and the patient's condition was fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID 2134265-2016-11044. It was reported that a stent deployment issue occurred. The target lesion was located in the diagonal artery. An advantage balloon catheter inflation device was selected for use and an apex monorail balloon was advanced to the target lesion but did not fully inflate. The physician thought this was due to there not being enough contrast in the contrast/saline mixture. A 2.25x16mm promus premier¿ was then advanced to the target lesion. The delivery balloon did not completely inflate the stent although it was thought a certain atmosphere (atm) pressure was applied. The delivery system was taken out but the stent became stuck on the balloon. The stent was pulled back in the left main artery and was caught on the guide catheter. The stent came off the balloon. The stent went down into the circumflex artery where it was snared and successfully removed from the patient's body. It was then observed that the inflation device was not going down to zero but was stuck at 4 atm and not giving the correct pressure. The physician decided not to place another stent due to this event. There were no further patient complications and the patient's condition was fine.